Event description:
The manufacturer was contacted regarding a rep dreamstation auto CPAP, dom¿recrt device. The user reports coughing in the middle of the night to the point she wakes up, causing her to not breathe. The user reports seeing a physician; however, the doctor did not advise anything. The patient now sleeps sitting up and feels better not using the device. There were no specific allegations of device malfunction. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.